Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reporting: "strong pain in the right breast with swelling of the breast. During all movements, feeling of big contracture / stiffness¿. Patient later reported the device has been removed because it was ¿pierced¿. This record relates to the right side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting: "strong pain in the right breast with swelling of the breast. During all movements, feeling of big contracture / stiffness¿. Patient later reported the device has been removed because it was ¿pierced¿. This record relates to the right side.